Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed. It was noted the bezel is cracked and dented; no image is displayed due to defective printed circuit boards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the power button shows on but none of the other lights are illuminating also, there is a red light illuminated on the back of the unit where all the inputs go on their high-definition lcd monitor. The event occurred during preparation for usage in an unspecified procedure. The device was switched out and the procedure was completed with no further sequelae. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit could not be determined at this time. Olympus will continue to monitor field performance for this device.